Manufacturer narrative:
Field service engineer (fse) attempted to reproduce the reported issues of warm up exposure reported continued after handswitch was released, and second, customer stated later they believed the sedecal took an exposure without someone initiating it. Fse could not reproduce either event and the system was fully functional, but because of this complaint the fse determined that even though there are two separate failsafe circuits inside the generator to terminate an exposure if it doesn't stop within the set exposure time, and decided to replace the atp console board as a precaution. The fse replaced the atp console board, verified proper operation per service checklist qssrwi4.1 and returned it to the customer for service.

Event description:
The operators were warming up the tube in the morning before the first case with the tube warm up feature on the sedecal generator. They pressed the hand switch, (the sedecal hand switch, attached to the integrated console). The generator performed the warm up shot, but then allegedly kept on exposing for a time after the hand switch was released. They left the room. At some point upon re entering the room, they say that the sedecal took another exposure with no one initiating it. They said that the heat units on the sedecal displayed 33%. Patient was not in the room at the time. No reported injury.